Event description:
It was reported the patient went into surgery for lead replacement (reference MFR report #: 1627487-2015-26225). During the procedure, the doctor attempted to implant the new lead without success due to excessive scar tissue. As a result, the doctor decided to abandon the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.